Manufacturer narrative:
Correction : serial number of the product was updated in error. The medwatch report received did not have a identifying serial number.

Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead exhibited intrinsic amplitude out of range. No intervention and no adverse patient effects were reported.